Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 6 years due to calcification and severe stenosis.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation has not yet been completed. Evaluation results and edwards investigations and conclusions will be reported once completed.

Event description:
Operative report indicates, " two of the 3 prosthetic valve leaflets were heavily calcified and essentially immobile. The only movement that were significant came from the third cusp, which also had mild calcifications. This confirmed the presence of severe mitral valve prosthetic stenosis. There was also significant amount of calcification seen along the right lateral aspect of the pericardium, as well as the lateral wall of the left and right atrium, suggestive of a heavy calcium burden, which is most likely the reason for the patient's early structural valve deterioration."

Manufacturer narrative:
Device evaluation summary: the explanted bioprosthesis was returned to edwards and evaluated. As received, cuts in the sewing fabric exposed the wireform at the inflow aspect. A cut was also evident at the free margin and into the cusp of leaflet 3 that measured to 11mm. These disruptions were most likely due to mechanical damage at explant. The valve exhibited heavy calcification at the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moderate layer of host tissue overgrowth was also detected onto leaflet 1 both aspects. Host tissue was moderate at the stent inflow. Additional manufacturer narrative: device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease, diabetes, and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record was reviewed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency during manufacturing.